Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: how many firings of device were used? What color cartridges? How was the leak identified? How was the leak addressed? What was the staple formation like at the leak site? Was buttressing material used? If so, what type? What is the current patient status?

Event description:
It was reported that after a laparoscopic sleeve gastrectomy procedure, the patient developed a post-op leak one week post-op. The sales representative said black reloads were used on initial procedure. The rep had no additional information at this time and patient status is unknown. Device was disposed of.